Manufacturer narrative:
The tech found the siderail end tube was broken in half. The tech replaced the end tube to repair the stretcher.

Event description:
Info receive indicates the left siderail will not latch.